Manufacturer narrative:
The insulin pump was received with intermittent button response due to act, esc, up arrow, and down arrow button were flat button dome. The connector was inspected and locked on lcd board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was hard to press down. The customer was hospitalized on friday because she had a heart attack and they placed two stints in her. Her hospitalization was not diabetes related. However, they gave her a steroid that increased her blood glucose level to 456 mg/dl. The customer's high blood glucose level was treated with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.